Event description:
Pt presented to the hosp in 2002, with traumatic subdural hematoma and skull fracture following a 30 feet fall. The pt was taken straight to the operating room (theater). The first incident occurred in the operating room (theater) after the subdural had been drained and a camino catheter had been inserted. The intracranial pressure was normal on insertion of the catheter, the ICU nurswe went to move the pt from the operating room table to the bed and noticed there was no icp waveform on the monitor and icp was high. The neurosurgeon was advised of this reading and said it was okay. (It is unk if the catheter was disconnected from the pre-amp connector before the pt was moved). The pt was transfered to ICU and on arrival to the unit the icp reading was 40 but there still was no waveform on the monitor. The pt was treated with mannitol with no effect. The neurosurgeon recallibrated the camino catheter. Approximately two hours later, the icp was down to -29, the camino catheter was recalibrated by the serior registrar. When the unexplained icp rise happened again, the camino catheter was replaced by the neurosurgeon. There were considerable times during the period of time which the pt received unnecessary mannitol treatment for no effective icp monitoring. On both occassions when the camino catheter was rezeroed, it had drifted by a considerable amount. The replacement camino catheter has given good icp reading and no apparent problems were noted with it. As of august 2002, the pt had required no further icp treatments and was being weaned off the sedation.